Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 305895 lot 1906004 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Review of the device history report shows no abnormalities during the needle manufacturing process. H3 other text : see h.10.

Event description:
It has been reported that the 21 g x 1-1/2 in. Eclipse needle smartslip has been found containing mixed product before use. The following has been provided by the initial reporter: found a needle with another reference in the package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 21 g x 1-1/2 in. Eclipse needle smartslip has been found containing mixed product before use. The following has been provided by the initial reporter: found a needle with another reference in the package.